Manufacturer narrative:
The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The reported complaint symptom ¿fluid leaking¿ was not confirmed during testing. The reported complaint symptom ¿patient vacuum too high warning¿ was not confirmed during testing. The reported complaint symptom ¿hb make sure hb is on ht tray and unclamped¿ was confirmed. During an initial simulated treatment test, an ¿hb make sure hb is on ht tray and unclamped¿ support message occurred in fill 1. Hp1 filter was removed and replaced. After replacing hp1, a subsequent simulated treatment was performed and completed without any failures or problems. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.

Event description:
"."

Manufacturer narrative:
A follow up MDR will be submitted following evaluation. This event is 1 of 2 for the same patient on subsequent treatments.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a patient vacuum too high alarm and later for a heater bag alarm. He was not able to bypass the alarm during fill 1 and discontinued treatment. When removing the cassette the patient found fluid leaking from the bottom of the cassette. He completed treatment with manuals. The cycler was replaced. During followup the patient's nurse reported he did not have nay adverse event due to the event.